Manufacturer narrative:
The insulin pump was received with intermittent button response due to moisture keypad traces. Also received with bleeding lcd glass. However, no moisture damage found on the electronics, motor, battery tube and vibrator assembly noted. The insulin pump has minor scratched lcd window, cracked case at the display window corner, cracked lcd window, scratched reservoir tube window and broken belt clip slot.

Event description:
It was reported that the insulin pump was dropped while changing the infusion set, insulin pump was exposed to moisture due to patient plays sports and buttons were unresponsive. Customer's blood glucose was unknown. Troubleshooting was done. Customer stated that there was a crack in the middle of the screen. Advised customer the insulin pump would be replaced. Advised to discontinue using the insulin pump and revert to a back-up plan per health care provider. No further information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.